Manufacturer narrative:
Device qc performed on 04/08/2010.

Event description:
Initial information was reported by a physician to a sanofi aventis sales representative on (B) (6) 2010: a (B) (6) female consumer received an injection trial of poly-l-lactic acid (sculptra, lot# and exp date unknown) to the face on an unknown date. She developed 3 mm and adjacent 8 mm painful nodules at right piriform aperture, superficial to the buccal mucosa four days later. It was very painful to the patient. It was broken up with an 18 gauge needle and she received triamcinolone (kenalog). At the time of the report she was recovering from the event. No further relevant information reported.